Event description:
It was reported that after running the service disk twice when updating the programmer, the programmer would not boot up; it was "stuck" on the initial screen. The screen was black and would not advance. The programmer was returned for repair. No patient involvement with this event was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer locks up on the medtronic screen during power up.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.